Event description:
The customer tested her blood glucose using a contour next link meter and another meter (type unknown). The readings were 117 and 24mg/dl, respectively. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.the test strips are not expected to be returned for evaluation.replacement test strips and a new meter were sent to the customer.